Manufacturer narrative:
Due to character restrictions in block e1 site name: (B)(6). Due to character restrictions in block e1 telephone number:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) power cord was stuck. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: h6 (problem code). A getinge field service engineer (fse) evaluated the unit and readjusted the power cord. The equipment worked normally and passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.

Event description:
N/a.